Event description:
It was reported that the clinician thought the patient received inappropriate shocks for the device not withholding therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65, lead, implanted: (B)(6) 2011. (B)(4).